Manufacturer narrative:
The pump was returned with the driveline severed approximately 10 inches from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a thin, denatured thrombus ring adhered to the inlet bearing ball. The thrombus ring appeared to be in the early stages of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. Examination of the proximal side of the outlet stator revealed a small, non-laminated deposition situated adjacent to the outlet bearing ball. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup, indicate that the deposition was not present in the outlet stator for an extended amount of time while the pump was operating. The thrombus found in the pump could have potentially contributed to the reported increasing hemolytic markers. A correlation between the thrombus formations and the reported low flow alarms could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2017-02758 for the report of the previously diagnosed malposition of inflow cannula. (B)(4). Approximate age of device- 2 years and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient presented to the hospital with low flow alarms on their system controller and increasing hemolytic markers over the past two weeks. The patient was admitted to the hospital for evaluation. The ramp echocardiogram was unremarkable. The patient was known to have malpositioned inflow cannula. A repeat chest CT scan showed no thrombus was visualized, however; persistent malpositioning of inflow cannula was observed. The patient underwent pump exchange on (B)(6) 2017. No additional information was provided.